Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the pump's usb port was damaged, pump was pushed inward and can see the circuit board on the inside of the shell resulting in difficulties charging the pump. The customer's blood glucose level was 105 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.